Manufacturer narrative:
The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, sleep current measurement, active current measurement, and self test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No stuck button alarms or unexpected insulin flow blocked alarms during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals on 11/2/2025 at 13:59 there was a no delivery (insulin flow blocked) alarm during a cl1glucosecorrectionplusfoodbolus delivery. There were three (3) stuck button alarms (10/20/2025, 10/30/2025, and 11/6/2025). The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Battery cycle 2.0 received the lowbatteryalert (104) on 11/05/2025 at 10:41:00 after more than 7 days at 26.52 days. The pump was cut open and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor scratched lcd window (display is still readble), cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Battery charge lasting less than expected (low battery life), stuck button alarms, and insulin flow blocked alarms are not confirmed. Minor scratched lcd window is confirmed and the screen is not readable is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported a clear retainer ring, which was part of the clear retainer ring recall. The customer stated that the pump occasionally gave unexplained insulin flow blocked and button error alarms, and that scuffs on the screen made it harder to read the display in sunlight. The pump battery life had decreased to two weeks. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, and mmt-399a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1884l, and mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.